Manufacturer narrative:
Insulin pump was received with no up button response due to corroded keypad traces. All operating currents are within the specification of the device. No unexpected low battery, off now power or battery out limit alarm. Minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window through reservoir tube and cracked battery tube threads noted. (B)(4).

Event description:
Customer called to report the insulin pump had unresponsive buttons. Blood glucose reading was 212 mg/dl. The customer did not recall any significant events leading up to the malfunction. Advised that the insulin pump will be replaced. Nothing further reported.